Event description:
Reported as an infection. "The pt complained of abdominal pain about a month post operatively." Follow up from the doctor reveals: "the device was sent out to be cultured and it was noted to be infected with mycobacterium goodi. The device was not replaced at the time."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 9/jun/08. The product associated with this report will not be returned for analysis. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. Pain and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. "There were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."